Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, the black box showed evidence of pump reboot. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged and the o ring was elongated. A test battery cap was used for all testing. The pump intermittently powered on with a test battery cap. A test battery cap was unable to tighten. The battery compartment was found to be cracked. The battery compartment threads were found to be damaged. There was no evidence of moisture inside the battery compartment threads. The pump case was removed and there was no evidence of moisture or loose components inside the pump. The intermittent power condition occurred due to a battery compartment/cap damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.